Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6)2017, with blood glucose of 12 mg/dl at the time of the incident. The customer experienced symptoms such as seizure, heart stopped 4 times, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also had high blood glucose of 274 mg/dl which they treated with manual injections. Customer feels like the pump is delivering later than it should. The insulin pump will not be returned for analysis.